Event description:
It was reported that the patient experienced three occlusion alerts on an infusion set that were cleared but resulted in no insulin delivery for the intended dinner dose, after which the patient performed a supply change using an inset with lot 6013355. Symptoms included no clinical signs or conditions. Outcomes included no health consequences or impact. Investigation included communication with the patient and analysis of information provided by the user. Investigation of this case revealed no device problem found, with a reported lack of effect due to occlusion alerts and insufficient information regarding a specific device component. It was concluded, based on previously established findings for similar reports, that the cause was not established.

Manufacturer narrative:
Initial.